Event description:
While being evaluated at baxter (B)(4), the spectrum device was found to not detect an upstream occlusion at 40ml/hr. There was no patient involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was evaluated by baxter. The evaluation found that the device failed upstream occlusion testing at 40 ml/hr. The device passed additional upstream occlusion testing. The device was calibrated to ensure accurate occlusion detection.